Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device stopped in the middle of drilling. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the control unit of the small battery drive device was not functioning and was defective. It was further determined that the motor of the device had seized, jammed, and was moving heavily. It was noted that the motor and the control unit were defective. It was further determined that the device failed pretest for check off/oscillation/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function, check compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii, and check the function with the electric pen drive (epd)-console, and check power with test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.